Event description:
It was reported that prior to band removal, the patient had a loss of restriction and it was suspected there was a band tear. The band was removed and replaced with another, and it was confirmed by the customer that the band was torn. The product will be forwarded once it has been returned by the hospital.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.